Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material: 305901 batch#: 4075988. It was reported that the bd safety-lok needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Gave a hib shot to 2-month-old. When pulling the needle out of the left thigh, the syringe and the plastic base of the needle came up in my hand, but the metal needle stayed in his thigh. Product#: 305901. Lot#: 4075988.

Manufacturer narrative:
One sample and one photo were received by bd. A quality engineer was able to examine the sample and photo from batch 4075988 regarding item 305901. The photo shows the sample received. The sample came with an opened packaging blister. Visual inspection was performed. The safety mechanism has been activated. The needle is out of the needle hub. The needle has about 90% of the diameter with epoxy. The needle hub has residue of epoxy at the outer side of the needle hub. There is no residue of epoxy in the needle hub hole where the needle is assembled. No other defect or imperfection was observed. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause for the reported defect is that it could be possible that a jam occurred at the cannulator causing inconsistency in the epoxy application and creating the symptom reported, and then it was not detected in the next processes. Verification of the cannulator was performed. The settings were correct and the flow of products was good. A device history record review was completed for provided lot number 4075988 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information.